Event description:
As reported, when advancing a 6mm x 30mm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter over an unknown guidewire, the physician noticed a tear halfway down on the catheter shaft. The device was removed from the guidewire before being inserted into the patient, and a new unknown balloon was opened to finish the procedure successfully. There were no reported injuries to the patient. This was during a procedure to treat in-stent restenosis with the leg. The device was properly stored and opened in the sterile field and was prepped prior to being advanced over the unknown guidewire. The user was trained to the device. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when advancing a 6mm x 30mm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter over an unknown guidewire, the physician noticed a tear halfway down on the catheter shaft. The device was removed from the guidewire before being inserted into the patient, and a new unknown balloon was opened to finish the procedure successfully. There were no reported injuries to the patient. This was during a procedure to treat in-stent restenosis with the leg. The device was properly stored and opened in the sterile field and was prepped prior to being advanced over the unknown guidewire. The user was trained to the device. Additional information was requested but was not provided. The device was returned for evaluation. One non-sterile unit of a saber 6mm x 30cm 150 was received inside a clear plastic bag. The device was unpacked to proceed with product evaluation. Upon visual inspection, the device was received coiled, and the balloon was fully deflated. A close visual inspection of the balloon was performed, and no anomalies were observed. The remaining components of the unit were also inspected, with no damage or irregularities noted. Additionally, no signs of frayed/split/torn were observed along the body shaft. An inflation/deflation test was performed as part of the device failure investigation. The balloon was successfully inflated and deflated as intended. Following testing, the device was inspected for any damages or anomalies that may have contributed to the reported failure; however, no damages or anomalies were observed on the returned device. The reported ¿body/shaft - frayed/split/torn¿ was not observed during analysis of the returned device. The exact cause of the reported event could not be determined as the device was intact and passed functional analysis. The balloon was inflated/deflated with no burst or leaks noted and without any issues to the balloon or along the body shaft of the catheter. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer. It is unclear why the reported event does not match the returned device for analysis. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter.¿ neither the information available nor product evaluation suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.